Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative nonunion occurrence is unknown. This report is for one (1) unknown 4.5 mm va lcp curved condylar plate. Part and lot numbers are unknown. Without the specific part and lot numbers, the UDI is not available. It is unknown if the complainant device will be returned for manufacturer review/investigation. The (510k#): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered a non-union due to a 4.5 variable angle (va) locking compression plate (lcp) curved condylar plate that was implanted on an unknown date. The construct included one 4.5 mm variable angle-locking compression plate (va-lcp) curved condylar plate and most likely included an unknown number of screws. No other information is available. This report is for one (1) unknown 4.5 mm va lcp curved condylar plate. This is report 1 of 2 for complaint (B)(4).